Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 600 access immunoassay system. Customer tested a patient sample for accutni and obtained a result of 0.53ng/ml which upon repeat gave a result of 0.50ng/ml. This sample was then tested on a different instrument, which gave a result of 0.29ng/ml. A sample obtained from another patient gave results of 0.55ng/ml and 0.51ng/ml which when tested on a different instrument gave results of 0.32 and 0.31ng/ml respectively. The customer did not report any affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected in plastic bd lithium heparin tubes with gel and specimens are sampled from the primary tubes. Qc resulted within specifications prior to and after the event. Customer confirmed maintenance is up to date and system checks performed have resulted within specifications. A field service engineer (fse) was on-site in 2009. (A) fse reviewed qc performance which was noted to be consistent with customer's qc material. (B) fse performed diagnostic testing and results met published performance specifications. (C) fse noted no instrument issues and the system met published performance standards. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.